Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 17.91mm x 4.85mm was found to be broken off. The broken piece was not returned with the instrument. Further inspection of the returned instrument found no additional damage or abnormalities. Fa found additional observations that are related to the customer reported complaint: the instrument was found to have a broken conductor wire in the grip tip. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. The probable root cause of a broken grip tip is attributed to use conditions. Damage to the instrument can occur while performing ¿off label¿ surgical applications, such as needle bending/driving and suture snapping, or mishandling the instrument. Grip tip fragments may result when the metal injection molding (mim) is not retained to the overmold (om) during use. This issue can be resolved by using an alternate instrument to complete the procedure.

Event description:
It was reported that the 8mm force bipolar instrument was found to have a broken tip. The customer reported event had no report of patient injury.